Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: "what suture type was used? No further information will be available. What suture size was used? No further information will be available. When the event occurred, was the suture placed near the hinge of the clip? No further information will be available. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? No further information will be available. Was the applier checked for damage (jaws straight and aligned)? No further information will be available. What was the surgical procedure involved? No further information will be available. Was this a robotic procedure? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No further information will be available. No further information will be provided." Events reported via: 2210968-2022-07698, 2210968-2022-07699, 2210968-2022-07700.

Event description:
It was reported that a patient underwent a kidney procedure on(B)(6) 2022 and suture clips were used. During the procedure, it was reported that there was a difficulty in feeding the clip into the jaw. The clip could not close on the suture. The issue occurred to 3 packages of the clips. The jaws of were misaligned. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.